Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an insufficient amount of additive was observed in the bd vacutainer® acd solution a blood collection tube before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "few additive was in the tube."

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for low additive in the tube with the incident lot was observed. A draw test was completed on the tube with the results of no vacuum being in the tube as the tube didn¿t draw any water into it. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to low additive in the tube was not observed, all tubes were found containing the same amount of additive. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that an insufficient amount of additive was observed in the bd vacutainer® acd solution a blood collection tube before use. The following information was provided by the initial reporter, translated from japanese to english: "few additive was in the tube."